Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed the male luer rigid component was cracked into the non-baxter needle set. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a cracked luer lock connector. The luer lock component of the device cracked during a disconnection attempt. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.